Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the xrays showed axial failure with a disassociated washer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to hardware loosening.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see report: 0001822565 - 2017 - 06644. Concomitant medical products: ulna stem; part, lot unknown; humeral stem; part, lot unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient is being considered for a revision on an unknown day for an unknown reason. No further information has been made available.